Event description:
It was reported that one day post-generator changeout the right ventricular (rv) lead defibrillation impedances (rv and superior vena cava coils) were lower than they had been measuring with the previous implanted cardiac device. The technician noted that though they were registering lower they were within safety margins and it was recommended to continue to monitor the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: product ID: dtpb2q1 crt-d, date of implant (B)(6) 2022; 459888 lead, date of implant (B)(6) 2018; 5076-52 lead, date of implant (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.